Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. In addition to the reportable findings found in b5, the additional evaluation findings were as follows: the image had black dots or shadows and a foggy image due to damage to the charged coupled device unit; the water removal ability did not meet the standard value due to the deformation of the nozzle, water could not be supplied due to clogging of the jet tube, there was reduced angulation, the forceps channel port, suction cylinder, light guide protector, protector of the universal cord on the s-connector side was shaved, the adhesive on the rubber was detached, objective lens had a chip, light guide lens, plastic distal end cover, scope connector cover, grip, universal cord, plug unit, had scratches, the probe and the light guide cover had dents, bending angle in upward direction did not meet the standard value due to wear of angle wire, due to the wear of the angle wire, the play of the upward/downward angulation control knob was outside the standard value. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the colon videoscope, there was an angulation play in scope. The event was found during reprocessing. Upon inspection and testing of the returned device, the probe cover, adhesive around the light guide lens, bending section cover, connecting tube switches 1, 2, and 4; upward/downward angulation control and right/left knob; scope connector case unit; and scope cover were observed with foreign material, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.